Event description:
It was reported that there were high thresholds on the left ventricular leads. A lead revision was attempted, but the new lead could not be placed due to patient anatomy. The physician decided not to replace the lead and use it with the new device. After the new device was implanted, the lead thresholds improved. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.